Manufacturer narrative:
Machine system and functional tests were conducted and working to manufactures specifications. The fraxel treatment tips do not deliver any energy and no treatment data is stored on the tip itself; there is no information to gather from their return. System has no system/data logs that can be reviewed. System has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. Customer can also utilize the burn paper to confirm system laser is providing correct pattern/coverage, in this instance the customer did not perform this test. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A clinic reported that after a fraxel treatment a patient experienced burns on the face and neck area. On routine follow up calls from the clinic to the patient on (B)(6) and (B)(6) 2021, the patient stated to having boils/welts, itching and discomfort on the neck area. Patient was given a valtrex script, flamigel to use at home and advised to use antihistamines and pain relief for itching and cold compresses. In addition, given valtrex script and post care form.without contacting the clinic, the patient presented to two hospitals that weekend with partial thickness burns. The hospital provided patient with xeroform and paraffin dressings. Patient returned to a hospital for a second time with discomfort and worried about the burns. Patient had been using pigment inhibitors and retinol but stopped usage a week prior to the treatment. Available pictures were reviewed. Large area of burn over the chest and neck are visible with erythema, blisters and crusts. The nurse used 1550 wavelength 15mj, tx level #8, 8 passes and 1927 wavelength 15mj, tx level #4, 8 passes on the face and neck. No system errors and nothing out of the ordinary occurred during the treatment. A burn paper test was not performed prior to the procedure.

Manufacturer narrative:
A review of the manufacturing records showed that all requirements were met. Field service attended the site and conducted machine system and functional test. System passed laser output verification, stationary and functional burn tests. It was confirmed the system worked within specifications. This event was most likely unrelated to any device malfunctions. Based on the available information, blistering and burns are known possible patient reactions to fraxel treatment. According to fraxel laser systems operator manual, blistering and burns are known possible patient reactions to fraxel treatment and may develop over the treated areas. The possibility of temporary and permanent skin color change is known to exist with any laser treatment.